Manufacturer narrative:
Internal complaint reference case: (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a controller with an e8 error on screen. Another image shows a controller with an e3 error on screen. A third image shows a screen where the device is being used in surgery. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: previous use; disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, two (2) ambient super multivac 50 wands showed error code e8 ¿ wand error and error code e3 when connected to the quantum ii console. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.